Manufacturer narrative:
The shunt was patent. It met requirements for the siphon, reflux, and leakage tests. It did not meet all of the requirements for the preimplantation and pressure-flow tests. Crystalline debris was observed in the interior of the valve. Debris within the valve can hold pressure-flow controlling mechanisms open resulting in low pressure-flow results. The instructions for use that accompany the device caution that particular matter in solutions used to test valves may result in improper product performance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the intraoperative mamometer test, the water level did not slow down its drop until 4 cm. Another valve was used to complete the surgery.